Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device failure to follow steps/instructions was added to capture significant blood flow evident through or around the barrel of the prostar device and not backing down the needles prior to attempting removal of the prostar device. Device operator not trained was added to capture the physician not being trained in the use of the prostar device. It should be noted that the prostar xl instructions for use (IFU) in the caution section states that this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The precautions section states: if significant blood flow is present around the barrel of the prostar xl device, do not deploy the needles. The technique for needle back-down section states: the following describes a safety feature (needle backdown) that permits the physician to return the needles into the sheath. This feature provides the option of exchanging the prostar xl device with another prostar xl device or an introducer sheath so that the patient may be treated with conventional compression therapy. The device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported difficult to remove appears to be related to the absence of training. A conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted using the prostar device via a 6fr sheath before a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the prostar device was inserted; however, blood was not observed from the straight marker lumen but rapidly in the in the loops (barrel). The prostar device was backed out and the straight marker lumen was flushed. The prostar device was re-advanced but the same happened; however, the device was advanced a little bit more and then blood backed into the straight marker lumen. The prostar seemed to sit very deep as the patient was thin. A few attempts were made to remove the prostar device; however, the needles were not backed down first. The patient was in pain and the prostar device seemed stuck, general anesthesia and a surgical cut down was performed. The prostar device could only be removed with difficulty due to spasm of the femoral artery during a surgical cut down. An 18fr sheath was inserted and the tavi procedure was performed and the artery was closed surgically. Hemostasis was successfully achieved surgically and the patient did well. The patient was discharged from the hospital in good health. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly not trained in the use of the prostar device. No additional information was provided.